Event description:
It was reported that they are returning their unit for service. Description of failure: blows out the main power when switched on. Likelyhood of electrical short in the system. No further information is available. No reported patient consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.